Event description:
It was reported by svc report that the outer base tube assembly weld is cracked. It is unk if there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Outer base tube assembly weld.